Event description:
It was reported that this atrial lead became dislodged as a result of a mitral valve replacement surgery. This lead presented loss of capture. During the revision procedure the physician noted that the helix would not retract. This lead was successfully replaced with a new lead. This device is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. A helix test failed after 15 turns as helix mechanism was clogged with dried blood/body fluid and tissue. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this atrial lead became dislodged as a result of a mitral valve replacement surgery. This lead presented loss of capture. During the revision procedure the physician noted that the helix would not retract. This lead was successfully replaced with a new lead. This device was returned and analyzed. No additional adverse patient effects were reported.